Event description:
It was reported that a pericardial effusion occurred. A left atrial appendage (laa) closure procedure was being performed. A watchman truseal access system (was) was inserted into the laa, and the physician noted that the patient became non-responsive to questions from the physician. It was discovered that a pericardial effusion had developed in the right atrium which led to cardiac tamponade. The procedure was aborted. Pericardiocentesis was completed to treat the effusion and the patient remained stable throughout the procedure. It was suspected the intracardiac echocardiography (ice) probe caused the effusion during the transseptal crossing.